Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The severely calcified lesion was located in an unspecified artery. The physician advanced the 1.5x8mm apex push balloon catheter to the lesion. The balloon ruptured when the physician inflated it to 11atm (number of inflations unknown). There were no patient complications. The device was removed intact. The procedure was successfully completed with a different balloon catheter and the deployment of a stent. Patient's status is reported as "good".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.